Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled tubing while connected at the site. Reportedly, the customer intended to fill tubing while connected as they are legally blind and could not find where to disconnect the tubing. There was no impact to the customer's blood glucose level.